Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they stated that after opening the sterile vh-4000, the product was damaged out of the box, the wire on the jaws was not fully connected to the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g-4, g-7, h-2, h-3, h-6, h-10. Internal complaint number: tw #(B)(4). The device was returned to the factory for evaluation on 18mar2020 and an investigation was conducted on 18mar2020. A visual inspection was conducted. Signs of clinical use was observed. Charred tissue and blood was observed on the heater wire. The heater wire was observed to be twisted and completely flexed away from the hot jaw, remaining attached at the base, with disconnection at the tip of the hot jaw. No other visual defects were observed. Based on the return condition of the device, confirmed for the reported failure "material twisted/bent wire". Specific actions for the reported failure mode "material twisted bent; wire" are being maintained and documented under maquet's failure investigation report (fir) system.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they stated that after opening the sterile vh-4000, the product was damaged out of the box, the wire on the jaws was not fully connected to the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.